Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the fit on the implant mount was imprecise, very loose, causing the implant to detach and fall to the floor. The affected dental position is #36.the doctor reports in the per that the procedure was completed by placing another new implant. The doctor reported that the procedure was concluded with other item.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative: zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use debris on external threads. The implant's bundle mount was not returned. No damage to the implant drive feature. The in-house mount seated with the implant as intended. Measurements match drawing. The packaging upon delivery was unknown. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1258265. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258265 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged based on the investigation and risk management file review, the most likely root causes determined from the investigation were packaging is not designed for aseptic presentation and clinician mishandles product. Therefore, based on the available information, a device malfunction could not be verified. The reported event/coob was non-verifiable. Since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.